Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was likely that the fall out of bed caused the lead to be inadvertently damaged. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. During a regular follow up for a device check, it was discovered that the on (B)(6) 2024, patients device was non-compliant and the impedance was low. The patient reported that they fell out of their bed around the time of the impedance change. An x ray was done and showed that the lead was damaged. A lead revision was done on (B)(6) 2025. As on (B)(6) 2025, the patient was doing well.

Manufacturer narrative:
Updated field b4, g3, g6, h2, h4, h5, h11. Cvrx ID# (B)(4).